Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was 175 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they went into the shower while wearing the insulin pump. Customer advised the display screen went blank and changing the battery did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, moisture damage on electronics assembly and minor scratches on display window noted.